Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms during bolus. Customer changed infusion set after no delivery alarm and found that cannulas were bent on three different infusion sets. Customer's blood glucose was 482 mg/dl which was treated with insulin pump. Customer was educated on different cannula size. Troubleshooting could not be performed as this was a past event. Infusion sets would be replaced.